Event description:
On (B)(6), 2006, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A type ii endoleak was noted at the time of the original procedure so coils were placed within the aneurysm sac. The endoleak appeared to be resolved. On (B)(6), 2009, a computed tomography angiogram revealed the aneurysm measured 5.2cm x 5.1cm. In (B)(6) 2010 (exact date unknown), a computed tomography angiogram revealed the aneurysm measured 6.2cm. On (B)(6), 2011, a computed tomography angiogram revealed the aneurysm measured 6.9cm. On (B)(6), 2011, a computed tomography angiogram revealed a persistent type ii endoleak with retro grade flow from bilateral ilio-lumbar arteries and a possible proximal type I endoleak was also noted. The patient is doing well and the devices remain inside the patient at this time.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.